Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that the graft teeth are out of shape and bent. The event timing is outside of surgery. There is no harm or delay reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
Review of the most recent repair record determined the comb was damaged and was replaced which resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.